Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: dr. Reported that the milling cutters below are already worn and blind due to use (natural wear). Despite this problem, the surgery occurred well and nothing of prejudice to the surgical act. Code: lot: 244000536, so2017329. 244000537, so2017428. 244000538, so2017481. 244000539, so2017991. 244000540, so2018302. 244000541, so2013671. 244000542, so2011373. 244000543, so2014494. 244000544, so2025273. 244000545, so2017602. 244000546, so2011857. 244000547, so2014093. 244000548, so2013337. 244000549, so2015991. 244000550, so2012724. 244000551, so20154000. 244000552, 9991. 244000553, so2018039. 244000554, so2017456. 244000555, so2015412. 244000556, 9991. 244000557, 9991. 244000558, 9991. 244000559, 9991. 244000560, 9991. 244000561, so2001627. 244000562, so2007831 244000563, 9991 244000564, so2012617 244000565, so2025863 244000566, so2024822 244000567, so2023295 244000568, e4lbw4000

Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.